Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2-cell was replaced. The review of the received device logs confirms the reported issue that the ventilator alarmed for high o2 concentration. High airway pressure alarms where also found in the received device logs and are common during patient treatment. They can be patient related and/or due to parameter and alarm limits' settings. Our conclusion is that the o2-cell has been faulty during the event. The cause why the o2-cell failed has not be determined. The o2-cell is only used for measuring and will not affect the delivered oxygen concentration. We could trace back the reported problem to (B)(6) therefore the date of event was determined as (B)(6) 2021.

Event description:
It was reported that the ventilator alarmed for high o2 concentration. There was no patient harm. Manufacturer ref. #: (B)(4).